Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found insulation abrasion at 70.0 cm to 71.2 cm from the connector pin. The abrasion was consistent with constant friction to another device or feature of the heart. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.